Event description:
Pt was scheduled for bunionectomy with arthroplasty of 2,3,4,5 toes. Bunion was successfully completed but when wiredriver was activated to complete arthroplasties, it would not function. User facility sent for another wiredriver from sister hospital, but wiredriver did not arrive for 45 minutes. Surgery time was extended 2 hours. Tourniquet remained inflated during entire o.r. Time. Secondary portion of surgery was not completed and pt. Returned to surgery the following day for completion. User facility states patient is experiencing difficulty in healing of toes 2,3,4,5.